Manufacturer narrative:
Device analysis results: device technical analysis: the device was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. The device was attached to a test encore inflation unit, and an attempt was made to inflate the device to rated burst pressure, however a leak was observed from the balloon pinhole 3mm proximal the proximal marker band. No other device issues were identified during returned product analysis. Device history review: this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. Device analysis identified a pinhole in the balloon at 3mm proximal to the proximal marker band. It is noted that a pinhole in the balloon would result in blood being pulled into the device, when the device is inside the patient and under vacuum. Based on the event details and device analysis, it is possible an interaction occurred with the guidewire and/or guide catheter during insertion which resulted in the pinhole. However, based on the complaint information available and the condition of the returned device, it is not possible to establish with certainty what the cause of the reported complaint was.

Event description:
It was reported that a hole in the device was noted. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the blood came back through the catheter immediately without inflation of the balloon. The device removed by withdrawing it through the introducer sheath. The procedure was completed using another of the same device. There were no patient complications and patient fully recovered.